Event description:
N/a.

Manufacturer narrative:
The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation; therefore, an evaluation of the device could not be performed. The device history record (DHR) of the reported lot was reviewed and no anomaly was observed during the manufacturing and packaging process that could be related to the reported condition. Each catheter tubing lot is certified by the manufacturer to have a minimum tensile strength of 1000psi. Tensile strength is the resistance of a material to break under tension. In addition, no change to the tubing has been reported by the manufacturer in the past two (2) years. Since, the device has not been received for evaluation, a root cause determination is not possible at this moment. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report#: 2300530000-2022-8013 was received with the following information: "spinal drain silicon catheter broke off in patient body during placement. During spinal drain placement (requested by vascular surgeon), the intrathecal space was appropriately reached with procedure needle which was confirmed by free-flowing cerebrospinal fluid (csf). When the spinal drain catheter was being threaded, there was a resistance so the catheter was removed. When catheter was being removed, there was a very mild resistance and sudden "pop" was felt. When the catheter was removed, it was noted that 2-3 cm of silicon tip was missing. The teams and anesthesiologist in operating room were all updated. It was verified that the guide wire was fully intact and did not break off in patient body. Given that a small silicon piece should not cause major issues at this time and given the urgent nature of the surgery and need for spinal drain, a spinal drain was placed on second attempt without issues. The lot number for the spinal drain was 6454662 (expiration 2/9/2026)."